Event description:
On 10/13/95 mother reported to nurses the evening before she noted the gastro tube was leaking near the shaft of the button. A slit at the top of the shaft was noted. Required insertion of a new gastrostomy button. Age of device: 23 days.